Manufacturer narrative:
The instruction manual warns gives users several warnings in ¿inspection for smooth operation¿: move the elevator control lever slowly all the way in the opposite direction of the ¿au¿ direction. Visually confirm that the portion of the elevator wire extending from the distal end of the insertion tube is not broken or bent. While observing the forceps elevator at the distal end of the insertion tube, slowly move the elevator control lever all the way in the ¿au¿ direction. Confirm that the lever can be operated smoothly and that the forceps elevator is raised smoothly. Then slowly move the elevator control lever all the way in the opposite direction. Confirm that the lever can be operated smoothly and that the forceps elevator is lowered smoothly. Confirm that the forceps elevator is lowered, and then insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Extend the endo-therapy accessory approximately 30 mm from the distal end. Move the elevator control lever in the ¿au¿ direction and confirm smooth elevation of the forceps elevator.

Event description:
Olympus was informed that during an unspecified procedure, the elevator lever locked on the duodenoscope and the patient's bowel was perforated. It is unknown if the patient received treatment or if the intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fet to fdt.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the distributor (olympus (B)(4)) and to provide the device evaluation results. The device was returned to olympus for evaluation and repair. The physical inspection of the device confirmed that the forcep elevator was locking. It was determined that the elevator locking was likely caused by physical deformation of the endoscopic terminal. Additionally, the analyses of the doctor¿s report that performed the procedure indicates that the perforation of the patient occurred during a rotational movement executed by doctor with the endoscope tip still attached to the endotherapy accessory, and this maneuver may have been the principal factor to the reported event. The investigation concluded that the forcep elevator locking did not attribute to the patient¿s outcome. The most likely cause of the reported event is attributed to the user¿s technique. The instruction manual provides several warnings to prevent this type of patient outcome. The instruction manual warns users: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If the endoscope or endo-therapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. If any irregularities are suspected, immediately contact olympus. Forcibly withdrawing the endoscope or endo-therapy accessory may cause patient injury, bleeding and/or perforation. Never insert or withdraw the endoscope¿s insertion tube while the endo-therapy accessory extends from the distal end of the endoscope. Patient injury can result.